Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat chem 8+ cartridge yielded a creatinine result of 2.3mg/dl. Sample repeated using a lab instrument yielded a creatinine result of 0.6mg/dl. As per the customer, the pt was not given contrast medium for a cat scan, based on the I-stat results.